Event description:
Pt was being set-up on exercise machine for treatment of left foot/ankle. When attempting to set range of motion limits, the machine forcefully rotated in the counter-clockwise direction and then locked in that position.